Event description:
During a polypectomy, the physician used a cook endoscopy acusnare needle tip polypectomy snare. After using the acusnare to complete the polypectomy, the user was unable to retract the acusnare into the outer sheath for removal from the endoscope and patient. The acusnare was withdrawn from the endoscope with the snare extending from the outer sheath. A foreign object did not have to be retrieved from the patient. No additional medical procedures were required due to this occurrence. The patient did not experience any adverse effects due to this observation.

Manufacturer narrative:
Evaluation: we could not confirm the report because the product said to be involved was not returned to cook endoscopy for evaluation. Two unopened devices from the lot number said to be involved were returned for evaluation. During our laboratory evaluation, the snares were advanced through an endoscope that has an accessory channel diameter of 2.8 mm. The endoscope was placed in a curved position to simulate a worst-case scenario. The snares fully extended and retracted properly. Operation of the snares was smooth and resistance was not encountered. A discrepancy that could have contributed to the reported occurrence of snare retraction difficulty was not observed during our laboratory evaluation of the previously unopened devices. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is remote. Conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use direct the user to fully retract and extend the snare to confirm smooth operation of the device prior to use. Difficulty with movement of the snare (i.e. Snare advancement or retraction difficulty) can occur if the snare device becomes damaged during use of general handling, perhaps due to an application of excessive pressure. The instructions for use for this product line advise the user to advance the device in short increments until endoscopically viewed exiting the endoscope. This activity will aid in preservation of the acusnare device. Prior to distribution, all acusnare needle tip polypectomy snares are subjected to a visual inspection and functional test to ensure device integrity. The visual inspection includes verifying the device is free of kinks. The functional test ensures the snare moves smoothly and freely. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective action: no corrective action warranted at this time because this report could not be verified and the unused devices functioned as intended. The complainant risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no further action is warranted at this time. The likelihood of this type of occurrence is remote. Customer quality assurance will continue to monitor for complaint trends.